Event description:
It was reported that the insulin pump alarmed for motor error during basal delivery. Reporter did not recall any significant events leading up to the alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
No motor error was noted. The insulin pump was unable to prime during prime test due to faulty force sensor resister. The motor was tested outside device and it passed. The device was received with minor scratches to lcd, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address and or serial number label and missing end cap sticker.